Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported device deformity could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer septal occluder was chosen for implant using a 10 f amplatzer trevisio intravascular delivery system. During the procedure, while the device was being positioned, the left atrial disc of the occluder assumed a cobra configuration. After three attempts at implantation, the device was not implanted and was removed from the patient. The deformed device was never released from the delivery cable while inside the patient. There were no interactions with the cardiac structures during deployment and no angulation / kink was noticed in the delivery system. The procedure was completed using a 22mm amplatzer septal occluder using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.